Event description:
It was reported that right ventricular (rv) loss of capture was observed on the implantable cardioverter defibrillator (ICD). Even at maximum gain or output, paced depolarization could not be seen in real time on electrocardiogram (egm). Since the patient was very aged, had his own intrinsic rhythm, was not dependent on the ICD for normal function and premature ventricular contractions (pvcs) were observed and thought to be the cause of the loss of capture not being responsive to gain, the physician opted not to bother the patient by bringing them in to clinic as any changes would not be significant. No programming changes were anticipated, the patient was being monitored remotely, there were no patient consequences.